Event description:
The ge oec 9800 fluoroscopy system displayed iris pot error. Facility biomed was unable to fix the malfunction on several attempts.

Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to a defective collimator. The collimator was replaced and the calibration and configuration files were re-loaded. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.